Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the coupling assembly was worn and not functioning properly. It was further determined that the triggers were sticking and the electronic motor did not meet specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on the mechanical and electronic components from repeated sterilization and normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the small battery drive device release lever was jammed. During in-house engineering evaluation, it was observed that the triggers were sticking. It was further observed that the coupling assembly was worn and not functioning properly. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.